Event description:
The operating room was prepared in the usual manner, all equipment was tested, including the cooper 10,000 phaco machine. The phaco machine was tested in the I & a and phaco modes, and passed all functions.while phacoemulsification was being performed, using the standard setting, the machine failed to properly vacuum, as reported to the nurse by the surgeon. The handpiece was removed from the eye, and all modes of the machine were tested again. All modes were found to be functioning properly.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.